Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, t1 and t2 of two fast-fix were deployed simultaneously. Both of ts were removed from the patient by tweezers. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the two devices showed that they were returned in the original boxes with the batch number of the complaint on the labels. Device one was returned without t1/t2/suture and depth straw. The actuator is in the pre-t1/post-t2 position. There is bio debris in the needle. Device two was returned without t1/t2/suture and depth straw. The actuator is in the pre-t1/post-t2 position. There is bio debris in the needle. A functional evaluation of the devices showed that they both cycled as intended. An evaluation of the customer provided image showed two fast fix 360's. The depth straw is missing on both devices. The t1/t2/suture are missing from both devices. The actuator is in the pre-t1/post-t2 position on both devices. There is bio debris on both devices. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include an unintended actuation of the device. No containment or corrective actions are recommended at this time.